Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination found blood within the balloon which is evidence of a device leak. The device was attached to an encore inflation unit. Positive pressure was applied and leak was noted. A microscopic analysis observed a pinhole in the balloon material over the distal edge of the proximal markerband. A further visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome cutting balloon monorail was used to treat the target lesion located at the moderately calcified and mildly tortuous proximal left circumflex artery. During the procedure, the device was inserted to the target lesion and the balloon was inflated. However, it was noted that the balloon ruptured during dilation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome¿ cutting balloon¿ monorail was used to treat the target lesion located at the moderately calcified and mildly tortuous proximal left circumflex artery. During the procedure, the device was inserted to the target lesion and the balloon was inflated. However, it was noted that the balloon ruptured during dilation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).